Event description:
It was reported that during re-wiring, the distal end (approx 7 cm) broke off and migrated up the pt's arm. Initial attempts at retrieval via the pt's arm were unsuccessful, and it was later removed from the pt's left ventricle during cardiac angiogram.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar prod complaint file(s) from this lot.